Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed that would contribute to the reported communication error complaint. The cause of the reported communication error complaint could not be determined. A single timeout was observed at the end of the pods run in conjunction with the pod generating an 0x3d hazard alarm indicating step sensor asserted before wire driven. A tear in the unexposed portion of the soft cannula was observed, resulting a fluid leak. The soft cannula tear is confirmed as the cause of the generated 0x3d alarm. It could not be conclusively determined if the cannula tear and subsequent 0x3d alarm are in any way linked to the reported communication error. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s938usqs7bylr hardware: sm-s938u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 24 and 36 hours. When the pod was removed from the infusion site, the pod's cannula was found damaged. No treatment was reported.